Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported during a development lab for uka a saw array appeared to have issues in tracking that did not allow for a stabilized acquisition process in the software to converge on a point for the center of the array. The system therefore considers that the array is not stable enough. The team present examined the array and others, checked that the saw array was the culprit (the other arrays seem to work fine). And the cause seems to be a too high jitter of the measured radix center positions. Therefore the likely conclusion is that it was at least 1, but possibly all 3 of the radix lenses on the array. This suggests a likely optical issue for at least one of the lenses."

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.